Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed due to surgical consideration within 36 hours.